Event description:
It was reported that the patient¿s stimulator ¿had not been working for over a year.¿ the patient stated that she had been working with a manufacturer representative on recharging her implant and reprogramming and met with him ¿a few months ago.¿ the patient stated that therapy had not been effective in treating her pain. The patient also needed a MRI for ¿knee problems.¿ the patient initially stated that this was not device related but then re-stated ¿kind of because she fell due to pain in her foot.¿ the patient ¿tore her knee out of place¿ and may need surgery. The patient noted that at the time of the report she wanted to continue trying to use the therapy. However, if it continued to not work for the patient she wanted to talk with her healthcare provider (hcp) about a device replacement. Three days later it was reported that the manufacturer representative who the patient claimed to be working with did not know the patient or had ever seen her. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3550-39, lot# n234336, implanted: (B)(6) 2010, product type: accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).